Event description:
It was reported that: pt has experienced extreme pain in his hip area. Pt also states that the pain is in his whole hip region and radiates down to his knee. Pt is reporting that the radiating pain down to the knee is sporadic and not constant. Pt is reporting they had blood work and a MRI two weeks ago. Pt has elevated cobalt and chromium levels and also there is fluid around hip joint. Pt is scheduled for revision replacement surgery on his right hip.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.